Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 10/10/2025, a sales representative reported via (B)(4) that an ar-2350 knotless tensiontight button implant system experienced an issue during use. Specifically, while inserting the button, the stylet could not be released, and the tip of the inserter, attached to the button, broke off. Using x-ray imaging, the implant and the broken piece were successfully removed and replaced with the same part number. The patient was not harmed, and the procedure was able to continue and be completed without further complications. This issue was discovered during a distal biceps repair procedure performed on (B)(6) 2025. Additional information has been requested on 10/13/2025. Additional information was received on 10/14/2025: the procedure required an additional 20 minutes to remove the first implant and a broken inserter. No additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.